Event description:
It was reported the patient was hospitalized the same day she received her scs system due to loss of sensation in both of her legs. It was reported the physician had difficulty centering the lead during the procedure. An attempt to determine the patient status was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.